Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Dexcom was made aware on 01/02/2019, that on (B)(6) 2018, an adverse event was reported. The patient's mother stated the patient went to the hospital for diabetic ketoacids where they indicated that the patient's blood sugar was over 600mg/dl. She stated that the sensor got torn off the patient's arm while in the ambulance and was not replaced. The patient was in the hospital for about a week. The patient's mother was told by someone at the hospital that when she put the sensor on, she hit a capillary and that the sensor was corroded with blood and that's why the patient wasn't getting a reading; however, the patient's mother made no allegation against the dexcom system and was needing to get replacement sensors since they did not have anymore. The patient was treated with insulin every 2 hours (humalog) and was given nausea and vomiting medication. At the time of contact, the patient was in stable condition. No additional patient or event information is available.